Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A promus element, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent row 2 with stent struts lifted and pulled. A visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via right femoral artery. The 80% stenosed, 30mm-3mm in length, concentric, de novo target lesion was located in the mildly calcified and severely tortuous left anterior descending (lad) artery. The lesion contained >45 degrees bend. A 6f 3.5 guide catheter was introduced to engage lad coaxially and the lesion was predilated with maverick balloon catheter. A 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The lesion was again predilated with the same balloon, but the stent still could not cross and was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.